Event description:
A ventilator was returned to the manufacturer due to a vent service alarm. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's proportional valve was replaced to address the issue.